Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336700; model: sc-8336-70; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the physician aborted the patients implant procedure after incisions were made due to blood platelets being low. The surgeon kept the patient in the hospital overnight and will reschedule the procedure.

Event description:
It was reported that the physician aborted the patients implant procedure after incisions were made due to blood platelets being low. The surgeon kept the patient in the hospital overnight and will reschedule the procedure.

Manufacturer narrative:
Sc-1232 (sn: (B)(6)). The returned ipg was analyzed, passed all tests performed and exhibited normal device characteristics.